Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit and failed battery after replacing the battery in a timely manner. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. Troubleshooting did not resolve the issue of failed battery. Customer declined to perform troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.